Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the implant procedure, helix would not extend smoothly. The decision was made to replace the lead with no issues. Patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.